Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the heavily calcified, moderately tortuous mid-left anterior descending artery. The 2.80x19mm graftmaster stent delivery system failed to cross the lesion due to the anatomy and the shaft bent. Dilatation was done with a semi-compliant non-abbott balloon then a new 3.5x16mm graftmaster stent was deployed successfully. There was no adverse patient sequela reported. No additional information was provided.